Event description:
It was reported ¿hp has heat". Additional information received states: "the indigo drill generated heat and made an abnormal sound when it was used for tympanoplasty. Also, a bur could not be attached to the drill. The procedure was continued using a back-up device, and completed with a few minutes of delay." There was no patient/user impact or injury reported. Preliminary inspection of the device could not be completed as handpiece started to give out smoke w/heat after 5 sec of 600000rpm.

Manufacturer narrative:
The device had been analyzed at the medtronic service/repair depot in japan with reported ¿full inspection could not be completed as hp started to give out smoke w/ heat after 5 sec of 60000 rpm;¿ confirming the overheating condition. The device was later received at xomed service/repair in a disassembled condition so further evaluation and testing could not be completed. The device was repaired and returned to the customer. Method ¿ actual device evaluated; visual inspection; temperature testing. Results ¿ degradation problem; thermal problem. Conclusion ¿ device repaired and returned.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has been received and is pending product analysis and repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.